Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Troubleshooting was not performed for the high blood glucose reading. Customer stated their blood glucose was from 400 mg/dl to 500 mg/dl. Customer also reported the sensor was not sticking. Products will not be returning for analysis.